Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by service report that the hose was frayed and there was moisture on the fitting. No pt involvement or adverse consequences are reported.